Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It has been reported that a patient's mandibular implant was removed for a dehiscence with possible fungal infection. From what the rep knows so far, the dehiscence was able to be closed without issue once the implant was removed.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6 the reported event could not be confirmed as no scans were provided, and the implant was not sent back. The mandibular component was removed due to dehiscence caused by a fungal infection of the soft tissue. This infection developed after the tissue was stretched beyond its capacity to remain viable over the device. Removal was necessary to prevent the infection¿s biofilm from spreading to the mandibular and fossa components and to allow proper closure of the soft tissue. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.